Event description:
Customers complaint of blood result reading of "hi." Customer does not feel ill and does not require medical attention but states she does have a headache. Expected results are unknown. Customer ran a blood test in the morning and received a 372 mg/dl, fasting. Verified the test strips expire 09/29/2017 and were first opened 2 weeks ago. The meter and strips are kept in the bathroom. Customer declined a back to back blood test. Reviews last five results from memory: the time is not set: 563 mg/dl, (B)(6), 11:43 am, +2 hours after eating; hi, (B)(6), 11:35 am, +2 hours after eating; hi, (B)(6), 11:34 am, +2 hours after eating; 372 mg/dl, (B)(6), 9:06 am, before eating breakfast; 219 mg/dl, (B)(6), 12:27 am, +4 hours after eating. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).